Event description:
It was reported that "dr (B)(6) was doing a corpectomy at l1 and he pre-measured the space for height on the scans. He pre-determined that he would use on 18x25mm vlift cage with a 3 degree endcap on top and an 8 degree endcap on bottom. He put the cage into the patient and I told him he could distract until he couldn't see the threads on the graft window anymore. He did and was still short about 3mm. He could not get the cage to retract back down to put an extension on, so we had to use an 18x32mm cage with the same end cap."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.